Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support system check concluded that there was blockage in the cartridge. Customer replaced cartridge and resumed insulin therapy. Customers blood glucose was 200 mg/dl.